Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a connection issue with the right ventricular (rv) lead and the cardiac resynchronization therapy def ibrillator (crt-d). The rv lead set screw was removed and then re-screwed into the crt-d header, which resolved the connection issue. The rv lead had an alert for high impedance which caused the crt-d to beep. It was determined that the high impedance alert was old and the lead impedance had returned to a normal range. The crt-d also exhibited invalid data due to a non-critical corruption of diagnostic data memory. No action was needed to clear the invalid data because it would clear automatically in eight hours. The crt-d and the rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. If information is provided in the future, a supplemental report will be issued.